Event description:
It was reported that the his lead was replaced due to high thresholds. During the replacement procedure two leads were attempted but not implanted due to a non-product related experience. The physician elected to plug the new left ventricular lead into the right ventricular port on the device and implant an epicardial lead in addition to achieve proper therapy. The his lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the his lead was replaced due to high thresholds. During the replacement procedure two leads were attempted but not implanted due to a non-product related experience. The physician elected to plug the new left ventricular lead into the right ventricular port on the device and implant an epicardial lead in addition to achieve proper therapy. The his lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.